Event description:
As reported by an affiliate, a surgeon could not maintain negative pressure on a 3.5 x 33mm cypher select +, and noticed there was a crack in the hub. The stent delivery system was not used on a pt and another device was used to complete the procedure. There were no adverse pt consequences reported. There was only a 10 minute delay in the procedure time.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional info will be submitted within 30 days of receipt.